Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Technical support instructed the caller through several troubleshooting steps including disconnecting tubing and delivering boluses, but alarms continued to recur. Ultimately, the customer reverted to an alternate method of insulin therapy.